Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient would be in the swimming pool for about 3 hours and stimulation started vibrating their leg really bad. Once the patient got out of the pool and sat down the vibration stopped. A representative checked the leads and ins on (B)(6) 2019 and everything was fine. No further complications reported.